Event description:
It was reported to covidien on 04/13/2009 that a customer had an issue with a dialysis catheter. The customer reports the palindrome was inserted in 2009. Adapter was seen to be cracked two weeks later, in dialysis unit. Pt came back for reintervention. Catheter extension was also noted to be leaking at junction of hub and extension. Catheter was removed and replaced.

Manufacturer narrative:
Submit date: 05/01/2009. An investigation in currently underway. Upon completion, the results will be forwarded.